Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. Oversensing of noise and a high number ventricular intervals on the sensing integrity counter (sic) were observed on the right ventricular (rv) lead. It was also noted that intermittent undersensing was observed on stored electrograms (egm) for the right atrial (ra) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.